Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated they were in severe pain due to retention. The patient stated the pain was from retention because they were not able to relieve themselves. The patient stated they were trying to connect to the ins to make an adjustment but they were getting an error code on the programmer that said "eos". The agent reviewed the meaning of the message with the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported that they have an appointment with their hcp on july 7th.